Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have damage of the conductor wire insulation at the force amplification pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Additional observation reported by site and was found unrelated to the complaint: the instrument was found to with a frayed grip cable at the force amplification pulley location. The cable was frayed, but the cable was not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) ventral hernia surgical procedure, the force bipolar instrument had defective insulation on the branches (sticking out). It was noticed immediately after instrument insertion. There was no collision that could have caused the damage. The procedure was completed with no reported injury.